Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient reportedly had cancer; difficulty breathing/short of breath and expired while using the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.